Event description:
According to the facility on (B)(6) 2023 during a circumcision procedure the "clamp did not tighten as well and needed the pediatric urologist to place sutures to stop the bleeding".

Manufacturer narrative:
According to the facility on (B)(6) 2023 during a circumcision procedure the "clamp did not tighten as well and needed the pediatric urologist to place sutures to stop the bleeding". Per the facility after the sutures were placed the bleeding stopped and the device was taken out of circulation. The device was returned for evaluation, however, the reported issue could not be confirmed and a definitive root cause could not be determined at this time. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.